Event description:
Additional information was requested and received that there was poor cutting at beginning of the vitrectomy surgery and there was no patient impact.

Manufacturer narrative:
Additional information provided in a.1, a.2, a3.a, b.5, h.6 and h.11. Based on the additional information received, patient event code e2401 and f24 has been removed, and only e2403 and f26 are considered in original MDR. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the probe did not cut and was stuck at 2,500 cuts per minute at an unknown timing. The procedure type was unknown. The procedure was completed by replacing the product with another one. There was no information reported about patient impact. Additional information was requested and none received till date.